Event description:
The pump was returned for investigation. Investigation revealed a battery compartment damage issue. This report is made based on results of the investigation performed on 09/25/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings: battery compartment cracks were observed. Unrelated to the battery compartment damage issue, a pump case crack was observed. The contrast keypad button was observed to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).